Manufacturer narrative:
(B)(4). UDI# - (B)(4). Concomitant medical products¿ oxford femur catalog 161474 lot 2407046; oxford tibial bearing catalog 159576 lot 717430. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under PMA number p010014. Component remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient enrolled in a clinical study experienced radiolucency post knee arthroplasty. No adverse events have been reported. Attempts have been made and additional information on the reported event is unavailable at this time.